Manufacturer narrative:
Citation: mirna et al. Transcatheter aortic valve implantation without prior balloon valvuloplasty is associated with less pronounced markers of myocardial injury. J cardiovasc surg. 2020 apr;61(2):243-249. Doi: 10.23736/s0021-9509.18.10651-3. Epub 2018 oct 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes related to transcatheter aortic valve implantation (tavi) without prior balloon valvuloplasty. All data were collected retrospectively from a single center between april 2013 and december 2015. The study population included 164 patients (predominantly female, mean age 83 years), all of whom were implanted with a medtronic corevalve or evolut r bioprosthetic valve (no serial numbers provided). Among patients, five deaths occurred within 30 days of implant and 17 deaths occurred within 1 year of implant. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: valve malposition and severe paravalvular leak (pvl) requiring a second valve implant, major stroke, acute kidney injury, major bleeding, reoperation, severe aortic regurgitation (ar). Additionally, there was an unspecified allegation of ¿peripheral delivery failure¿ likely related to the tavi delivery catheter system (dcs). There was no statement of injury, intervention, or malfunction in relation to this allegation. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the deaths or adverse events in the study, that the "peripheral delivery failure" was due to unfavorable patient anatomy regarding arterial access rather than a product performance issue, and the mean patient weight data was not available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
MDR 2025587-2020-02815-001 submitted on sept 30, 2020 had the incorrect aware date. G4 date manufacturer received corrected from 2020.08.25 to 2020.09.25. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.